Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received pump reset information from technical support and successfully reset the pump. The malfunction did not recur, and the customer was advised to call back if it happened again.